Event description:
It was reported that the tip of the device broke off during a right shoulder arthroscopy, rotator cuff repair. The surgeon inserted the instrument and then noticed a small piece was missing. An x-ray was performed which located the tip in the soft tissue, but the surgeon did not want to attempt to retrieve it due to the risk of causing damage in the joint. Follow-up with the reporter provided information that the tip, which was described as a little piece of the tip from the upper/moving jaw portion of the instrument, remains in the patient's soft tissue. The patient's current condition is unknown. The patent has a follow-up visit scheduled with the surgeon, although the date is unknown. No further patent information was provided at the time of this report or made available in response to follow-up requests. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but has not been returned. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is excessive pulling force applied to the tissue or suture, mechanical damage occurring during use or processing and handling, or misuse such as dropping the instrument on the floor. This is the first complaint of this type for this part/lot combination. If the device is returned and/or additional patient information is obtained, a follow up report will be submitted.